Event description:
Pt spontaneously reporting that pump sn (B)(4) keeps beeping with no alarm message. She did get a "high pressure" alarm once but there were no visible obstructions. Pt added that she recently changed the batteries so that shouldn't be broken. Advised we would send replacement pump for early am delivery tomorrow. Pt reports no issues as result of pump issue. No other info available. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.